Event description:
Complainant alleged that the staff was cardioverting a 70 y/o male pt in atrial fibrillation using multi-function electrodes with the device. The pt had a "very hairy" chest that was not clipped or shaved prior to electrode application. When the clinician delivered the first shock at 200 joules, the nurse observed arcing of the anterior electrode. The nurse continued the procedure, using the device paddles. A reddened area the size of a quarter was observed on the pt's chest when the anterior pad was removed. The reddened mark was treated with silvadene creme. There was no indication of any add'l treatment needed by the pt for the reddened mark on his chest.